Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the fenestrated bipolar forceps (fbf) instrument was found to have a broken conductor wire. The procedure was completed with a backup instrument, with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps (fbf) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis could not replicate or verify the customer reported complaint. The conductor wire was not found broken during visual inspection. Additional findings not related to customer reported complaint: the instrument was found to have a broken grip cable at the distal end. The complaint was not confirmed by failure analysis. The probable root cause of the customer reported issue cannot be determined since the issue could not be confirmed and may be due to other factors unrelated to the product. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.